Event description:
It was reported that the needle 18x1in blunt fill experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the needles do not adapt well to bd plastipak syringes. The pumping machines do not adapt when placed on the syringe. The needles do not fit well on the bd plastipak syringes and become unsuitable when placed on the syringe. This has happened on several occasions. The device has been kept.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/22/2021. H.6. Investigation: a device history record review was completed for provided material number 305181 and lot number 0115930. The review did not reveal any detected quality issues during the production process that could have contributed to this reported defect. To aid in the investigation, sixty three physical samples were received for evaluation by our quality team. Sixty one samples came in sealed packaging blisters and two came in opened packaging blisters. With the needle assemblies came a 10ml syringe with a green stopper. The syringe is a bd product, but not produced by the columbus site. Fifteen random samples were visually inspected and no defects or imperfections were observed. A leak test was performed on these samples and no leakage occurred. Based on the investigation results, the random samples investigated did not show the symptom reported by the customer and an exact cause for this incident could not be identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle 18x1in blunt fill experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: the needles do not adapt well to bd plastipak syringes. The pumping machines do not adapt when placed on the syringe. The needles do not fit well on the bd plastipak syringes and become unsuitable when placed on the syringe. This has happened on several occasions. The device has been kept.